Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the cardiac tamponade was related to product performance of the intellamap orion high resolution mapping catheter (orion). There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that during an ablation procedure to treat atrial flutter (af) using an intellanav stablepoint open-irrigated catheter, intellamap orion high resolution mapping catheter, and a dynamic xt catheter, the patient experienced cardiac tamponade. Towards the end of the procedure the patient's blood pressure decreased. An echocardiogram was performed and showed pericardial effusion. Drainage removed 1500ml of fluid, after which the patient's blood pressure improved. Then, heparin was reversed, and blood products were given. The patient's blood pressure dropped again, and the surgeons were consulted. During the waiting period the patient's blood pressure crashed. Right ventricular collapse occurred, and surgery was initiated. The surgery was completed successfully, and the patient was moved to the intensive therapy unit for recovery. No perforation was found during surgery and the cause of the tamponade was not determined.